Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system. Review of a stored atrial tachy response (atr) episode revealed atrial and ventricular sensor pacing with long atrio-ventricular delays (avd) due to an av search extension to 350 ms. It was noted that the va interval was small because the pacemaker was pacing near the maximum sensor rate (msr). Further into the atr episode, retrograde signal undersensing was observed and resulted in an inappropriate mode switch. Review of a stored right atrial autothreshold (raat) test revealed atrial loss of capture (loc), however this loc was not immediately recognized by the raat test. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.